Event description:
During a non invasive programmed stimulation (nips) procedure, this implantable cardioverter defibrillator's (ICD) impedance, pacing thresholds and p&r waves were measured prior to induction. All were within an acceptable range. During induction, the device could not convert the patient's rhythm; therefore, the patient was externally defibrillated. The pads were placed on the anterior left breast and posterior right scapula area. After the external shock, the atrial and ventricular impedance was less than 200 ohms and the device would not cause capture at 7.5 v. The device was explanted and a new device was successfully implanted and was able to convert the patient at 21j. The device has been returned for analysis.